Manufacturer narrative:
A tear was observed on the external portion of the soft cannula resulting in fluid diverting from the intended fluid path. This tear is confirmed as the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 475 mg/dl while wearing the pod between 1 and 4 hours. As treatment a new pod was applied. Investigation of pod found damage to the cannula.